Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in had the needle through catheter and damaged, frayed/split. The following information was provided by the initial reporter: I was placing a piv in patient's left arm and the catheter advancing. I had received a blood return and gently tried to advance the plastic catheter tip, but something didn't feel right. When I withdrew the piv system, the plastic catheter had frayed/split and the needle was coming through it. Patient tolerated okay, able to start a successful/equipment functional piv in patient's right arm without incident.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-sep-2023. H6: investigation summary: bd received a 22 gauge nexiva single port device from lot 3087429 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing. The device also appeared to have been used with dried media present on the device. Therefore, based off the visual inspection the engineer was able to verify the reported defect. However, a definitive root cause could not be determined as the device appeared to have been used and if it was received in its current state it would not have been usable.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in had the needle through catheter and damaged, frayed/split. The following information was provided by the initial reporter: I was placing a piv in patient's left arm and the catheter advancing. I had received a blood return and gently tried to advance the plastic catheter tip, but something didn't feel right. When I withdrew the piv system, the plastic catheter had frayed/split and the needle was coming through it. Patient tolerated okay, able to start a successful/equipment functional piv in patient's right arm without incident.